Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test sc1cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: various scratches and cracks on the back face of the case. The pump was received without a battery cap. After battery installation, a blank display with the red notification led flashing and the vibrator vibrating was noted. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After swapping boards and cases, the blank display was isolated to pcba2. Upon further review there's a crack in pcba2 u6. In summary, the customer¿s report of a crack in the case was confirmed during testing. The blank display with the red notification led flashing and the vibrator vibrating is due to a cracked pcba2 u6. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack goes trough battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Customer discontinued the use of the insulin pump. Mmt-1812 was requested and customer responded the device was returned.